Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the returned products/provided pictures identified signs of repeated use (nicks, gouges, scratches) and confirming complaint, one of components 1 and 2 is disassembled / missing & not returned. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. This device is confirmed to have been a part of a previous investigation. Field action zfa 2014-67 and z-1052-2015 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. This complaint can be confirmed based on the two returned tasp with missing bearings. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 42527900504; lot# 62693736; item# 42517100510; lot# 63510731; item# 42517100410; lot# 63374263. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was discovered to be missing the ball bearings after being sent through the wash. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.